Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were not functional on the insulin pump. It was also found the customer received a battery out limit alarm. Customer's blood glucose was 71 mg/dl. The customer reported exposing the insulin pump to moisture. Customer reported experiencing more or frequent alarms, but was unable to check the alarm history due to the keypad anomaly. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.